Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller and suggested further troubleshooting techniques. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated despite multiple efforts. It was noted that this patient has a breast implant. Previous interrogations have been successful. Pacing therapy was confirmed. The caller stated they will be performing a transcatheter aortic valve replacement (tavr) procedure and will put in a temporary pacing wire. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received that device interrogation was not successful and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.